Event description:
A laparoscopic - gyn procedure was being done when the grasping component of a forcep came out of its shaft. The section was immediately retrived from the pt's abdomen without difficulty. X-rays were taken to be certain no metal parts were in the pt, which extended surgery about 20 minutes. No other problems were reported.